Event description:
It was reported that the patient circuit was damaged. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The damaged patient circuit was not sent back for investigation. The logs that were downloaded from the ventilator contained alarms that are common during ventilator treatment but, there is nothing to indicate a ventilator malfunction during the covered time period. The date of event was not provided therefore it cannot be determined whether any of the alarms in the logs can be attributed to a damaged patient circuit. Further information surrounding the event to ascertain the type of patient circuit that was used, or the damage that was reported, has not been received. We are therefore, unable to provide, determine, or confirm the true cause for the reported event.

Event description:
(B)(4).